Event description:
Additional information was received. The patient¿s proximal neck was 26 mm in diameter and 30 mm in length. The left common iliac artery was 27 mm in diameter and the right common iliac artery was 16 mm in diameter. The right and left external iliac arteries measured 10 mm in diameter. Per the physician, the cause of the event was due to the patient¿s high neck tortuosity and also related to the device. It was confirmed that the tip was recaptured above the implanted stent graft and that the tip eventually was recaptured and successfully removed from the patient without incident. The films are not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: iliac diameter greater than 25mm in diameter. )

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician had difficulty recapturing the tip. A 6fr introducer sheath was used. The tip eventually was recaptured and successfully removed from the patient without incident. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The event was confirmed; damage to the delivery system prevented the tapered tip from being recapture with the graft cover. The root cause of the event could not be conclusively determined; however, the event is most likely anatomy related since the damage to the delivery system (kinking and twisting) is indicative of severe vessel tortuosity.